Event description:
When brite tip sheath was being inserted into the patient via the femoral artery for pci, the distal portion of the brite tip sheath was frayed and there was difficulty inserting it into the patient. Therefore, the physician stopped using it, and a different sheath introducer (non-cordis) was used instead without any issues. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The product appeared normal when taken from its packaging. There was no difficulty flushing the devices and there was no difficulty assembling the devices. It is unknown if the guidewire was re-shaped or if the access site was a cto or had any stenosis. There was no excessive force used to insert the sheath. The distal end of the cannula frayed.

Manufacturer narrative:
When the brite tip catheter sheath introducer was being inserted into the patient via the femoral artery, the distal portion of the brite tip sheath was frayed, and there was difficulty inserting it into the patient. The physician stopped using the device, and a different sheath introducer (non-cordis) was used instead without any issues. The procedure was completed successfully. There was no reported patient injury. The product appeared normal when taken from its packaging. There was no difficulty flushing the devices and there was no difficulty assembling the devices. Information regarding access site vascular characteristics was not available. There was no excessive force used to insert the sheath. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula molding parameters were reviewed and found to pass. Without return of the device for analysis, the complaint could not be confirmed. Based on the information provided, procedural factors may have contributed to the frayed condition (insertion difficulty). Since information regarding access site characteristics (i.e. Scarring, calcification) were not provided, it is not possible to determine what factors may have been related to the insertion difficulty. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken.